Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during an ankle arthroscopy, a dyonics control unit caused the power to fail and blew the electrics up. The patient had to be moved to another theatre for the surgery to continue. The procedure was resumed, after a delay greater than 30-min, using an equivalent s+n back-up. No further complications were reported.